Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (41 mg/dl) and food was consumed to address the bg. The customer stated that the cause of the low bg was due to the pump basal rates being set too high. The customer was to discuss the basal setting with a healthcare provider.